Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified this device has not been in for service previously. Review of the event history log and functional testing found that the check syringe plunger sensor error was found at power up. The investigation determined that the flippers intermittently stuck when plunger lever was pressed and released. Both plunger cases were replaced.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a plunger sensor error. The event occurred during startup. There was no patient involvement and no patient harm/adverse event reported.